Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported the implant took long to charge and would drain the controller. Patient was told the implant should take one hour to charge but the implant never charged for one hour, more so an hour and a half to two hours. Patient also stated the issue began 3 or 4 months ago. During the call there were no damages on the recharger, controller charging port, battery compartment and battery pack. During the call controller was at 100% and implant was at 80%. Patient plugged the recharger and quality was excellent; implant increased to 90%. Agent advised patient to call back if the issue persisted.